Event description:
The event occurred on an unspecified date and involved a tego connector where the customer reported that the tego was broken. No other information was provided. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Device was not available for return. The reported complaint of a damaged tego could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.